Event description:
It was reported that during implant, the lead dislodged several times. The lead was eventually positioned. One day after implant, x-ray showed that the lead dislodged. During revision of the lead, the helix mechanism would pop out even though it was rotated slowly. The lead was explanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was noted that the distal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled, there was blood in/on the helix/lobe mechanism, and apparent explant damage was noted. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.